Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. D3 and g1 correction: the manufacturing site was updated. Correction g8: the MFR report number should have been 3006705815 instead of 1627487.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.